Manufacturer narrative:
The customer's precision study and qc results were unacceptable. The customer cleaned the reagent probe and repeated the precision study and qc with acceptable results. The customer last performed calibration on 03-sep-2021 and the results were acceptable. The field service engineer (fse) found the reagent probe was out of alignment; the fse re-aligned the reagent probe. The service actions resolved the issue.

Event description:
The initial reporter questioned results for multiple patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. The reporter repeated the samples and provided the results for 1 patient sample. The initial result was 12.1 mg/dl. This result was reported outside of the laboratory. The repeat on a different c701 module was 9.5 mg/dl. This result was believed to be correct. The ca2 reagent lot number was 548189. The expiration date was not provided.